Event description:
It was reported that due to the device not working properly, the patient visited his physician and had his inflatable penile prosthesis (ipp) pump and reservoir explanted. It was explained that two weeks before this surgery, the patient visited his physician and an inspection confirmed that the reservoir had a hole that allowed saline to leak. Due to this leakage, the components were removed. After this procedure, the patient improved and was stable.

Manufacturer narrative:
Device evaluation: the ams 700 flat reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of fatigue at the corner of a fold; hole was present. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. The tubing was identified to be cut down to the pump block. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. However, product analysis concluded that identified a pump failed activation test was the most probable cause of the device malfunction. Product analysis confirmed the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that due to the device not working properly, the patient visited his physician and had his inflatable penile prosthesis (ipp) pump and reservoir explanted. It was explained that two weeks before this surgery, the patient visited his physician and an inspection confirmed that the reservoir had a hole that allowed saline to leak. Due to this leakage, the components were removed. After this procedure, the patient improved and was stable.